Manufacturer narrative:
The manufacturer reviewed the photographs provided by the end user, which confirmed the reported tubing separation from the male luer lock adaptor. The affected administration set was requested for return for evaluation; however, despite multiple follow-up attempts to obtain the purchase source and coordinate return of the sample, no further response was received. Consequently, the affected administration set was not returned and a physical evaluation could not be performed. Complaint history and manufacturing records for the reported lot were reviewed and identified no previous complaints, abnormalities, or nonconformances related to the reported failure. Although the device problem was confirmed based on the photographs provided, the specific root cause could not be determined because the affected administration set was unavailable for evaluation. Refer to (B)(4).

Event description:
The reporter alleged that an IV administration set experienced tubing separation from the male luer lock adaptor prior to patient use. No patient involvement or adverse event was reported.